Manufacturer narrative:
The product is not available for return. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing.

Event description:
The user facility in united kingdom reported that during surgery, the patient experienced hypotony and retinal break under the trocar site. Additional information has been requested but not received. This is report 2 of 2.

Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was not available for analysis. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Corrections: d1: brand name, d4: model, lot number, and UDI. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.